Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient required an I&d with insert replacement due to infection for a rev tka which was performed on (B)(6) 2019. A size 5 x 13mm ts insert was explanted and a new size 5 x 13mm ts insert was implanted. Patient is (B)(6) and is immunocompromised.